Manufacturer narrative:
Investigation result: sixty 2000e china samples were received without packaging for investigation. No connecting products were available to aid the investigation. The customer reported that the affected samples were from lot 24025030 and that "in multiple departments including outpatient, pediatric, PICC and gastroenterology, during the use of the product, the connection to the infusion device could not be opened and the fluid did not flow." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Of the sixty samples provided, two were able to be primed after a second or third attempt; nineteen remained occluded, and the remaining samples did not have any issues. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsites. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: reports were made to multiple departments such as outpatient clinics, pediatrics, PICC clinics, and gastroenterology departments. During the use of this product, the channel connected to the infusion set could not be opened and the fluid did not leak; the affected quantity is 50 pieces, and the sample can be returned to 20 pieces.

Manufacturer narrative:
E1. Initial reporter first and last name was not provided, therefore, unknown was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.